Manufacturer narrative:
Device manufacture date is 01/22/2015 through 01/24/2015. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection found that the safety cover was near the needle hub and did not shield the tip of the needle. A microscopic inspection found no defective or deformation on the safety cover which may adversely affect the activation. The safety cover of the returned sample and a catheter of a retention sample was assembled. The inner needle was repeatedly removed. It was confirmed that the safety cover was activated and the inner needle was shielded normally. A review of the manufacturing inspection record of the detector for safety cover deformation for this lot number revealed no abnormalities. A review of the device history record confirmed that there were no production related problems for this lot number. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the inner needle was removed at an extreme angle or rotating. Furthermore, reinserted in the inner needle into the catheter after the safety cover activated. The device labeling does address the potential for such an occurrence in the instructions-for- use with statements such as the following: (1) " for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly". (2) do not attempt to re-insert a partially or completely withdrawn needle". (B)(4). All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that a doctor incurred a needle stick. Follow up communication with the user facility reported: (1) after the doctor placed the catheter, the doctor removed the glove from the right hand with holding the needle; (2) then the needle was covered by the removed glove; (3) the doctor kept holding the covered needle in the right hand; (4) then tried to remove the glove from left hand; (5) at that time, the needle stick occurred; (6) the doctor checked the needle condition after the needle stick; (7) the safety cover was near the needle hub; (8) it was reported the needle stick occurred when he removed the glove from the left hand, it was not occurred when the needle was covered by the glove; (9) in addition, the needle tube was not straight; (10) the doctor is uninfected and fine; and (11) no harm to the patient.